Event description:
Additional information received reported that the lead broke and the end cap stripped the end of the lead. During the lead replacement surgery on (B)(6)-2013 the health care provider (hcp) also implanted the battery and extension. The hcp did not use the end cap, rather the rubber boot to protect the lead in the interim from first to second stage. The patient was programmed for the first time on (B)(6)-2013 and he experienced a reduction in tremor and dyskinesia and improved gait. The patient had follow-up scheduled in ¿approximately one month¿ after the initial programming. The patient had not experienced any side effects at the time of the report.

Manufacturer narrative:
Concomitant products: product ID neu_leadcap_acc, lot # unknown, product type accessory. (B)(4). Potential lead damage associated with the dbs lead cap¿ (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. A functional test found that the continuity was acceptable and there were no shorts. It was noted that all conductor wires were crushed and outer insulation was pinched along various points of the lead (11, 18.7, 27.6 and 34.4 cm from the distal end); this was noted to be consistent with explant damage. It was also noted that the proximal end of the lead was bent and all conductor wires were stretched; this was also noted to be consistent with explant damage. Analysis of the lead cap found no anomaly. It was found that with a known good lead, the technician was able to fully insert the proximal end of the lead into the lead cap and securely tighten down the lead with a known good torque wrench (4.0 oz.in +/- 0.5 ox.in) with no issues seen.

Event description:
Additional information received reported that the lead was replaced. The patient was seen in office by the health care provider (hcp) on (B)(6)-2013 and the incisions looked good. The patient was scheduled to be programmed for the first time on (B)(6)-2013.

Event description:
It was reported that during a procedure for battery placement, the lead was damaged when the end cap was unscrewed. It was noted that the lead was implanted on (B)(6) 2013 and the patient was scheduled for a battery implant on the day of the report. The reporter stated that contact three and two others were bent like they were ¿going out.¿ it was noted that while unscrewing, the block was rotating inside the silicone. The lead was so damaged that it couldn¿t be attached to the extension. The case was aborted and no implantable neurostimulator was implanted on the day of the report. It was noted that the lead would need to be removed and a new one implanted but the date had not been scheduled. It was further reported that the set screw may have twisted, but it was unclear if it had twisted when the cap was removed. The manufacturing representative was to meet with the health care professional the day following the report for clarification on the matter. It was noted that the lead was scheduled to be replaced on (B)(6) 2013 and the battery would be implanted in the same procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.